Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
A family member reported that the keypad buttons required several presses for a response. He reported that the buttons feel flat. He confirmed that the keypad was intact. Patient reportedly wore the pump on the outside of clothing in a pump case and did not clean the pump.